Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a lamp error 105 and a lamp intensity error 107 occurred during preparation for a laparoscopy gastrectomy. Then, the examination lamp did not light and the customer did not get enough light intensity from the examination lamp to distinguish the tissue. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.